Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units of insulin. In one occurrence, the customer reported a blood glucose level of 252 mg/dl, which was addressed with a correction bolus. During the call with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate.